Event description:
Physician reported "patient was treated for a bilateral implant change and her capsular contracture is baker 3." Later physician reported "deflation" on both sides. The device has been explanted.

Event description:
Physician reported "patient was treated for a bilateral implant change and her capsular contracture is baker 3." This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles on the shell and crease flat. Leak test and microscopic analysis was performed which identified partial delamination of the valve and partial delamination on the plug strap. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure) and partial delamination on the plug strap disk shell (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "patient was treated for a bilateral implant change and her capsular contracture is baker 3." This record is for left side. The device has been explanted.